Event description:
It was reported that right ventricular was repositioned due to loss of captured due to patient had exit block on (B)(6) 2022 and then it was removed 9 days later. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that right ventricular was repositioned due to loss of captured due to patient had exit block, then it was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Noted a cut in the outer insulation 115mm from terminal pin, likely explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.